Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a lot number. Returned for investigation was the ac3 display head. The sample was dropped off by the field ser-vice agent with the protective esd bag. Visual inspection of the display head was performed, and no abnormality was noted. The display head was installed onto a known good ac3 for functional testing. The pump was powered up successfully, and no abnormalities was noted on the screen. The system had a normal response to the touch screen and hard keys. Each hard key was pressed multiple times; and no alarms or errors occurred. All the waveforms and icons were displayed correctly. The screen was successfully recalibrated for both hard key and soft key. Pumping was initiated. The pump was left to run for over an hour with no issues. Visual inspection of the display head internal hardware was performed. All cables and hardware were properly seated, and no abnormalities were noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "pump had vertical lines on display then went blank" is not confirmed. The returned de-vice passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " pump had vertical lines on display then went blank. Pump continued to pump and was switched out quickly with another. No patient issues" no patient injury or consequence reported.

Manufacturer narrative:
(B)(4). UDI#: the UDI number is unavailable due to no lot number being provided.

Event description:
It was reported "pump had vertical lines on display then went blank. Pump continued to pump and was switched out quickly with another. No patient issues" no patient injury or consequence reported.